Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that their device had not been working for a long time. The hcp did not have any more information. Technical services reviewed what an overdischarge was and that the patient should see their physician. Anxiety was reported. The event date was asked but was unknown. No further complications were reported/anticipated.